Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump was alarming motor error. The customer had earlier received a low reservoir alert, changed the infusion set and, during priming, there was a motor error alarm. The customer changed the battery and still received the motor error alarm. The customer did not recall any significant events leading to the alarm. Troubleshooting was done. The customer was unable to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump could be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received functioning properly, no motor error alarms noted and the motor was tested outside the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm tests. The insulin pump has cracked reservoir tube lip.